Manufacturer narrative:
Concomitant medical devices: 479878, lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks post replacement procedure, the patient developed a pocket infection. The cardiac re synchronization therapy pacemaker (crt-p) system was removed. No further patient complications have been reported as a result of this event.